Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 430-07 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was being explanted due to elective replacement indicator (eri). The right atrial (ra) lead was stuck in the header block, so wires had to be cut. As a result, a new system was implanted on the patient's right side. The ipg was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.